Event description:
Knee pain [arthralgia]. Case description: spontaneous report was received on (B)(4) 2011, from a consumer regarding a (B)(6) female patient, initials (B)(6) with patellofemoral pain. The patient's medical history was not provided. On an unspecified date over twelve months ago, the patient initiated synvisc, 2 ml in the right knee. (B)(6) months after receiving the synvisc injection, the patient stated that she needed arthroscopic surgery due to knee pain. The action taken with synvisc was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.